Event description:
This is a spontaneous report from a consumer with supplemental information from a nurse from (B)(6) of peritonitis. On an unknown date, the patient began dianeal-n pd-4 2.5 therapy. On an unknown date, the patient experienced a break in aseptic technique. On an unknown date, the patient developed peritonitis and was admitted to the hospital. The peritoneal dialysis (pd) therapy was ongoing. Per the nurse, this event was not related to pd therapy, but was due to touch-contamination. There was no allegation of device malfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.